Event description:
Chest tubes removed per protocol. Procedure went well and pt tolerated well by pt. However, right chest tube noted to be seven inches shorter that left with jagged edges. Portable x-ray obtained. Physician spoke with who didn't want the tubing removed. Risks, alternatives and potential complications explained to pt. Pt still refused any intervention.